Manufacturer narrative:
A ge oec svc rep investigated the issue and found the system was never shut off, and prolonged idle time was causing sys to display anomalous error codes, corrected by reboot. Customer advised to shut system off when cases completed for the day, as recommended. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy sys displayed footswitch stuck error. System would not x-ray.